Event description:
Medtronic received information that at an unspecified time, this bio-console 560 pump speed controller instrument had a battery issue, as the unit does not work on battery. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the instrument was used to complete the procedure. D4.3 (serial #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the batteries' lot number is 0011520615 and they have been installed in the instrument since (B)(6) 2023. Device evaluation summary: the reported issue of the instrument not working on battery was verified during service. After a full charge of the batteries by connecting the instrument to the main power, the instrument was allowed to run and after 6 minutes, the batteries were completely depleted. The service technician noticed that the user interface (ui) holder on the top of the base unit was loose, the unitrack was broken and error 68 was seen in the error log. The issues were resolved by replacing the batteries and the unitrack (pn. 65645), by fitting the ui holder on the top of the base unit and clearing the error log. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.